Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. Unfortunately, the production process of our guides does not allow for a possibility to simulate the interocclusal space or to compare it to the instruments that will be used during surgery. Therefore it was not possible for us to foresee the problem faced during surgery. Since the mucosa thickness at implant site was about 4.15 mm at its thickest part, and as the guiding tube is 4 mm high and the implant is 13 mm long, this means that a drill of at least 21.15 mm (13 + 4 + 4.15) was needed to create this osteotomy. As the requested guide was of the universal type, the first available drill for such an osteotomy is the 23 mm drill, as the shorter drill of 20 mm would not have sufficed. The guide which was received therefore contained the lowest possible position of a guiding tube for an implant of this length at that particular location in the patient's mouth.

Event description:
It was reported that a surgiguide that was meant to be used to place three implants, could only be used to place two implants. The surgery was aborted. The doctor couldn't follow through with the drill sequence because of the interocclusal space. The doctor stated that the sleeves in the guide were too high and very long and they sit off of the patient's ridge.